Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16098. It was reported the pt has a radiating pain between her ipg and lead sites. A myelogram revealed no anomalies. Follow-up indicated the pt also complained of tenderness and swelling at her ipg site. It was reported the physician examined her incisions and did not notice any issue. He stated the pt has dementia.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.